Event description:
It was reported that the device delivered inappropriate high voltage therapy due to oversensing of the right atrial channel. During diagnostic imaging, it was confirmed that the right ventricular (rv) and right atrial (ra) leads were dislodged. The ra lead and rv lead were capped and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2021-37100.